Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath was returned for product evaluation. Visual inspection revealed that the sheath was separate from the hub but still connected by coiling from sheath wire. The sheath also had a bend 34.8cm from the distal tip. The breakage was observed under microscope to better see the damage at the hub. The coiling from the sheath shaft is fully intact; the uncoiling observed is from the coiling inside the strain relief. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the tightening of the sheath shaft to the hub may have caused the tear in the strain relief and because of the tear, the sheath broke during withdrawal of the device. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported.

Event description:
The user facility reported an issue with two r2p destination slender sheaths. The case was a bilateral percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa) via the left radial artery. Left radial access was gained with a short 6fr glidesheath slender. They performed an aortagram as well as a left lower extremity (lle) run-off. Stenosis was noted in the mid popliteal and they wanted to place a destination slender. Once the sheath was inserted and dilator was removed, the physician noticed there was a hole right at the strain relief, which they believe could potentially be because the valve was twisted too tight prior to insertion. They started to remove the sheath immediately with the dilator out, as he removed the sheath it became almost completely unraveled, hanging on by one filament. The doctor asked for another 119 cm sheath. The second sheath they pulled from their shelf was kinked about 1-2 cm from the strain relief. The kink was noticed immediately, after opening the package, so they did not flush or remove sheath from casing. The physician was nervous about the kink he used another r2p sheath and everything went smoothly from that point on, with a great outcome for the patient. Physician reported that the patient lost approximately 20-30cc of blood. The patient was stable, and the procedure outcome was successful.